Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. Additionally, the insulin gauge was reportedly inaccurate. Customer declined further troubleshooting for the insulin gauge issue and reverted to manual injections for insulin therapy. The customer's blood glucose (bg) level was reported to be "high" via cgm reading. Cause of elevated bg was a result of the pump shutdown. A manual injection was administered to address the high bg.